Manufacturer narrative:
Film evaluation summary: the reported type ia endoleak was confirmed on the films provided, and the reported cause of the event (angled aortic neck) was appreciated on the images. A type ii endoleak may have also been present. Analysis of the returned films did not reveal any stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii stent graft system was implanted during the endovascular treatment of a 62mm abdominal aortic aneurysm. It was reported that follow-up imaging from approximately 3 years and 3 months pos- index procedure revealed an enlarging abdominal aortic aneurysm. A type ia endoleak was confirmed. The patient remains hospitalized due to other medical issues (gastrointestinal) . Per the physician, the cause of the type ia endoleak is anatomy related due to the patient's angled aortic neck. No additional sequelae were reported, and the patient will be monitored.